Event description:
It was reported the needle was tested prior to use for stiffness/stickiness and nothing was noted. The user continued with art line insertion and when the user went to pull back the wire there was a lot of resistance. The user was unable to easily retract the wire, and once it did come out, it came out in two pieces. It was reported the user was able to insert the catheter and pull the wire/needle out. No patient harm was reported. The guidewire was removed in its entirety. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided four photos for analysis. The complaint of a separated guide wire due to needle resistance was able to be confirmed by the photos; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and a finding was identified. Without the sample returned, it could not be confirmed if the finding was relevant. The IFU provided with the kit informs the user, "prior to insertion, ensure guidewire is returned to the original position before insertion or blood flashback may be inhibited". The IFU also states, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The report of damage to the guide wire due to needle resistance was confirmed through analysis of the customer supplied photos; however, without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the needle was tested prior to use for stiffness/stickiness and nothing was noted. The user continued with art line insertion and when the user went to pull back the wire there was a lot of resistance. The user was unable to easily retract the wire, and once it did come out, it came out in two pieces. It was reported the user was able to insert the catheter and pull the wire/needle out. No patient harm was reported. The guidewire was removed in its entirety. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).